Event description:
Received a result of 55 mg/dl. The customer retested and recieved a reading of 375 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.